Manufacturer narrative:
System analysis/service repair on may 24, 2016: the reported issue of "unable to read fiber card" was confirmed and found to be the result of a faulty top cover. The top cover was replaced. Preventative maintenance was performed at the same time the service was performed in the field. The system was tested and verified to meet manufacturer's specifications. The replaced top cover was received at the manufacturer on may 31, 2016.

Event description:
It was reported that during a prostate procedure, with a patient under general anesthesia, the fiber card was not acknowledged when the fiber card was inserted into the laser. The fiber and fiber card were exchanged however the same issue occurred when the second fiber card was inserted into the laser. "Neither fibers were used on patient." The procedure was canceled. There was no injury to patient reported.

Manufacturer narrative:
Service repair in the field was performed on may 24, 2016. The replaced top cover was received at the manufacturer on may 31, 2016 and was sent to the supplier. Product evaluation: the top cover was evaluated by supplier on october 31, 2016 and was received back at the manufacturer on november 09, 2016. The evaluation noted that the reported issue of "card reader not working" was confirmed. The card reader was worn out and the card reader was replaced. The top cover was tested and noted to pass the standard production test. The top cover was returned to stock was noted. Probable root cause: based on supplier fa report, the root cause was determined to be worn out card reader.

Manufacturer narrative:
System analysis/service repair in the field was performed on may 24, 2016. The replaced top cover was received at the manufacturer on may 31, 2016. The top cover was sent to the supplier.